Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on october 27, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. Device analysis report is attached. This report is submitted on december 21, 2022.